Event description:
Additional information: it was later stated that patient experienced nausea, metalic taste and increased pain. The pump was "alarming" after the patient had a fall and on interrogation was stalled (reported previously). The pump and catheter were explanted "electively as the patient wanted the device out". Patient outcome was reported as resolved without sequela as of (B)(6) 2011.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
The pt experienced withdrawal. It was noted that the pt was fine at the last refill, so the event occurred since (B)(6) 2011. The pump was interrogated on (B)(6) 2011 and showed that the pump motor was stalled. There had been no known medical or environmental emi that would have caused the stall from the time of the pump to refill. The physician confirmed that there was no motor stall at the time of the last refill. The pt's son stated the pt had fallen since the refill and that was the only thing the physician could attribute to the stall. The physician sent the pt home w/o accessing and reviewing the pump event logs. The device system was used to deliver dilaudid (10 mg/ml at 1.8 mg/day). Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
Analysis of the pump revealed slight corrosion on the surface of gear wheel #3, and slight moisture on the bottom of the inner cover. Significant residue was noted also in regards to the following: on the upper "worn" shaft and pinion of gear #2, gear train, and teeth of gear #3. Motor stall followed by motor stall recovery, was indicated in the pump logs as having occurred on the following dates: (B)(6) 2011. Analysis of the catheter revealed no significant anomaly. The 40 degree connector was also received by the manufacturer, along an anchor which was attached to the proximal end of one of the catheter segments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.